Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (implantable neuro stimulator (ins)) for spinal pain. It was reported that patient had poor telemetry or no telemetry with recharging. Patient inquired for an health care professional (hcp) in the area patient moved to. Patient stated the device is not working and needs to meet with rep to get the device started. Patient further clarified the device "not working" means that patient tried to charge device but ins would not charge. Last time patient was to successfully charge their device was 8 months ago. Reason for not charging was that patient stated has been trying to charge ins for 8 months now. Patient mentioned has had "revisions" and further clarified patient meant had to get the device "jump-started" before. Patient redirected to health care professional (hcp). No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the previous report should have included that there was in adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's ins was still in overdischarge. The patient reported that they have had a return of pain since 2017 since their device entered overdischarge. The patient was forwarded to their healthcare provider (hcp) to address the overdischarge and to see if it could be recovered. An email was sent to the field, and they stated that they would follow-up with the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the  37761. Product ID 37761 lot# serial# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger; (B)(4) apply to the desktop charger (37761) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's recharger belt was broken and that the desktop charger connector pin was broken. The rep noted that the ins was still in overdischarge and that they were unable to connect with it using the clinician programmer. The ins went into overdischarge due to the connector pin issues. The patient was able to charge the ins recharger ID they wiggled it a little, but it would not fully charge and on (B)(6) 2018 the tip broke off completely. The rep was going to trickle charge the ins and see if they could get it out of overdischarge. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.